Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose and low blood pressure. Blood glucose reading was unknown at the time of the hospitalization. Troubleshooting for the customer¿s low blood glucose was declined. The customer refused to provide details and wanted to connect the transmitter. The insulin pump will not be returned for analysis.